Event description:
Additional information was received from the manufacturer representative (rep). Explanted and re-implanted same day: (B)(6) 2020. Device was discarded and patient weight was unknown.

Manufacturer narrative:
Continuation of d10: product ID 37746 lot# serial# (B)(6) implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that for the last couple of weeks, the patient feels like her stimulation needs to be adjusted to get more relief. A manufacturer representative met with the patient to turn stimulation voltage up and the patient stated that it then felt like it was supposed to. The patient normally does not turn stimulation up and down, and that she usually just leaves it at the same setting. Additionally, the patient reported that her patient programmer will occasionally show a black box with lines. The issue was not occurring when the patient met with the manufacturer representative. The patient programmer synced without difficulties, and the patient was instructed to call patient services if the issue with the patient programmer continued. The patient denies all other complaints at this time. The issue was resolved at the time of the report. There were no surgical interventions planned or performed at the time of the report. Additional information was reported that the patient's system was completed explanted and replaced with a new ins and new leads. The patient now has the desired stimulation coverage.